Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received from medtronic indicated that the insulin pump had critical pump error with open book image. Customer states that pump had exposed to moisture. Customer states that they performed safety checks and error was found. The troubleshooting was performed and was advised the insulin pump will need to be replaced. No harm requiring medical intervention was reported. The insulin pump will return for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image) alarm. Attempt to download/upload using crest/thus successful; however, unable to completely upload the detail trace due to the open book reappearing during upload. Pump error 35 is found in the long trace file. The force sensor zero offset measured within specifications = 21.0 milivolts. After visual inspection, there is corrosion on/around the following: electrical board 1, components located at the top of the back side of the board, back of the lcd screen, terminal of the force sensor flex cable; electrical board 2, terminal of the lcd flex cable. In summary, the critical pump error (open book image) alarm and the pump error 35 are due to the moisture damage on electrical board 1. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of belt clip rails, faded serial number label, scratched case,